Manufacturer narrative:
Date of event: unknown, was not provided; best estimate (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (model zxr00, +20.5 diopter) was explanted from right eye of a patient in a secondary procedure because doctor observed deposits between the rings on lens. A monofocal intraocular lens (model zcb00, +21.0 diopter) was implanted as a replacement lens. No further information received.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.